Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer reverted to manual injections for insulin therapy. Customer did not respond to attempts to obtain additional information regarding bg.